Event description:
Add'l info rec'd from MFR 2/2/04: medtronic physio-control was notified of the event on 7/28/03. Hosp biomedical staff evaluated the device and observed proper operation. Medtronic physio-control evaluated the device including a visual inspection of the interior of the device, all circuit boards, connectors and the device battery. No discrepancies were observed. The hosp sent the device to a third party for further eval. Medtronic physio-control was not provided with a copy of the results. The hosp biomedical staff stated the third party eval found no discrepancies. The device has been returned to the hosp, and the hosp has retired the device from service. During each device eval proper operation was observed. Root cause of the reported incident could not be determined.

Event description:
Pt coded after procedure. Code called, crash cart retrieved, pads applied - when first shock was attempted - 200j monitor screen went blank and no shock delivered. Second or crash cart retrieved. Chest compressions and airway maintained by anesthesia and o.r. Tech. Second crash cart was nearby in o.r. - obtained in very short time and did function. Equipment failure did not attribute to outcome.